Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered erosion and excision on (B)(6) 2006. The pt suffered with an infected sinus tract and underwent removal of sling (B)(6) 2006. No other info is available.